Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned for evaluation. This known pattern failure, which is characterized by a loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The root cause of the issue could not be determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was needing an impella device for mechanical circulatory support. The complainant reported that the console was turned on and did not display waveforms. The staff switched to a backup console and the same pump was used with no issues. Additional information was provided that noted the patient expired.